Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00251 on 08-aug-2019 and MDR 2432235-2019-00251 supplemental report 1 on 19-sep-2019. Additional information (04-nov-2019): the siemens customer service engineer (cse) when troubleshooting the issue, replaced the wash manifold, check the aspirate probe dispense, and luminometer dark counts. Based on the information provided, parts replaced, and alignments made by the cse, the cause for the non-reproduce falsely elevated cardiac troponin I (tni-ultra) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00251 on 08-aug-2019. Additional information (22-aug-2019): a siemens customer service engineer (cse) was dispatched to the customer site. On inspection, the cse checked the vacuum pressure, and did not observe any signs of leaks. The cse replaced the following parts: reagent probe 1 (rp1), reagent probe 2 (rp2), ancillary (anc) probes, reagent probe 2 blue ribbon cable, reagent probe 1 and reagent probe 2 tubing from the heater coil to the diluter and cleaned the inside of the luminometer. The cse observed the sample probe horizontal pulley required replacement. The cse performed alignments rp1, 2, 3, anc, aspiration (asp) and sample probe. Siemens is investigating.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated cardiac troponin I (tni-ultra) patient result. Siemens is investigating.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on an advia centaur xp instrument and questioned by the physician(s) the customer performed repeated testing on the original instrument and on an alternate advia centaur xp instrument and the tni-ultra results were lower. A lower tni-ultra result was reported to the physician(s) as a corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni-ultra) result.